Event description:
It was reported that the surgeon placed a 4450 34mm ring then explanted it and replaced the valve with a 6900p 27mm. The customer will not release the operative report. It is unknown if the patient went off bypass. The customer did mention that the patient was fine and has now been discharged. There was no malfunction of the ring. After the implant of the ring, the patient still showed mitral regurgitation. Surgeon explanted the ring and the native valve and implanted a prosthetic valve. No product return as the ring was discarded that day.

Manufacturer narrative:
Evaluation: product discarded by customer; therefore, no product analysis can be performed. Additional manufacturer narrative: the customer did not release the operative report and the device was discarded. There is insufficient information to determine the root cause of the reported event.

Manufacturer narrative:
Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Based on the information available, there is no indication a product quality deficiency during the manufacture of the device that may have contributed to this event. The surgeon reported that there was no malfunction of the ring, he subsequently excised the native valve and replaced with a prosthetic valve. It appears that the unsuccessful repair was due to the patient's anatomy.